Event description:
A few days ago the pt was pulling his pants up around the implant site and noticed that he no longer felt stimulation. His pt programmer showed that the stimulation was on. He was in the process of scheduling a doctor appointment. Additional info has been requested.

Manufacturer narrative:
(B) (4).